Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". Healthcare professional later confirmed "deflation". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4 d6b d9 g2 h3 h4 h6. Laboratory analysis summary: the device related to the reported event of deflation was received on july 22, 2025, with lot number 3057123. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "deflation". Healthcare professional later confirmed "deflation". This record is for the right side. Device was explanted and replaced.